Event description:
New information received notes that the right atrial lead was repositioned on (B)(6) 2023. Patient condition was stable throughout, and the patient would continue to be monitored.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon post procedure chest x-ray at pre-discharge, it was found that the right atrial (ra) lead was dislodged. Programming changes were made to deactivate the ra lead. Patient condition was stable throughout, and the patient would continue to be followed up.